Manufacturer narrative:
The reported reader (B)(6) was returned and investigated. Visual inspection was performed and no issues were observed. Reader turned on with button press. No malfunction or product deficiency was identified, therefore this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc freestyle libre 2 reader. A caller reported that the reader does not turn on with button pressed or with test strip insertion. It was further reported the reader would not charge and as a result, the customer was unable to obtain glucose readings. The customer was unable to self-treat due to unspecified symptoms and received third-party medical intervention; however, no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc freestyle libre 2 reader. A caller reported that the reader does not turn on with button pressed or with test strip insertion. It was further reported the reader would not charge and as a result, the customer was unable to obtain glucose readings. The customer was unable to self-treat due to unspecified symptoms and received third-party medical intervention; however, no further information was reported. There was no report of death or permanent impairment associated with this event.